Event description:
It was reported that the patient's right atrial lead had dislodged. The lead also exhibited failure to extend or retract the helix. The lead was removed and replaced. The patient was stable.